Event description:
Patient receiving IV propofol. Phyiscian asked nurse to increase infusion rate from 3cc/hr to 10cc/hr. Nurse heard correctly, but inadvertantely increased rate to 100cc/hr. Guardian feature had not been enabled. Just determined could have been technical error.